Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse - the mobile device lost power. No injury or medical intervention was reported.